Event description:
The customer's daughter reported via phone call that the insulin pump alarmed button error after the customer had gotten into a shower with the insulin pump on. The customer's blood glucose was 241 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.